Event description:
Customer reported that sodium result was 10-15 mmol/l lower on the instrument when compared to another system. There was no report of injury for this event.

Manufacturer narrative:
The cause for this discordant sodium (na+) results is unknown.